Manufacturer narrative:
The customer¿s report that the tubing was leaking where the tubing and lipid filter connect was confirmed and replicated. Functional testing observed leaking at the location of the connection between the suspect set¿s female luer and the concomitant set¿s male luer. Visual inspection after initial testing observed that the connection between the two components was not fully hand tightened. Both mating components were inspected under magnification with no damage observed. Reconnecting and fully hand tightening the suspect set¿s female luer and the concomitant set¿s male luer and again performing functional testing verified there was no leaking at the connection between the two components. This test was repeated several times with no leaking being observed each time when the connection between the two components was fully hand tightened. The root cause of the leaking was the connection between the suspect set¿s female luer and the concomitant set¿s male not being fully hand tightened.

Event description:
It was reported that the tubing was leaking where the tubing and lipid filter connect while connected to a patient in the cvicu. There was no harm.